Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient called technical services due to drain complications. During follow-up the patient's nurse reported the patient had peritonitis. An x-ray was performed and found the pd catheter had migrated and needed to be removed that day. The patient was transitioned temporarily to hemodialysis. Medical records were requested.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
During follow-up with the patient's nurse she reported the patient was treated with vancomycin and gentamycin. The peritoneal dialysis catheter was removed and the patient was transitioned to hemodialysis temporarily. The peritoneal dialysis catheter will be replaced in the future.

Manufacturer narrative:
A visual inspection was performed on the returned device and there were no signs of any physical damage with the received cycler. There are no visual indications of dried fluid within the cassette compartment. No burrs or sharps in cassette area that may have punctured a cassette membrane. Simulated testing was performed and the device performed without failures. The cycler programmed displayed fill and drain volume values were within tolerances. No fluid leaks in the test cassette during the test treatment. The system air leak and valve actuation tests passed. The load cell and verification were within tolerance. The patient sensor calibration check passed. There were no internal inspection discrepancies. Device history review was performed and found no non-conformance reports or other abnormalities during the manufacturing process. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication of a causal relationship between the products and the patient event.